Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the difficult to remove the cds from the sgc resulting in difficult to remove the clip from the anatomy (clip becoming caught in the subcutaneous tissue) cannot be determined. Image resolution poor was related to procedural conditions as imaging was reported to be poor. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), atrial fibrillation, and ventricular function of 37% for a triclip procedure. Due to the anatomy, an xtw was chosen to be located on the anterior and septal leaflets (as). It was noted that the image window was poor, and did not get better during the procedure, therefore the clip could not be implanted in the patient. Leaflet insertion could not be confirmed. While removing the clip delivery system (cds) and the clip within the steerable guide catheter (sgc), it became stuck. The sgc and cds were removed as a unit, with the cds not fully inserted within the sgc. This resulted in the clip becoming stuck in the subcutaneous tissue. Out of precaution, a vascular surgeon was called and the clip was removed from the subcutaneous tissue by opening the clip arms. It was opened with very small movements with small forceps. There was no need for advanced intervention, as the clip was easily removed from the subcutaneous tissue without causing tissue injury. There was no soft tip damage observed on the sgc. The patient is stable with no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.